Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: when preparing to use the tube, it found that it had fm in the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm based on retain testing. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.